Event description:
Report received from abbott international affiliate (abbott france) that states: "during chemotherapy over a 44 hour time period (5fu continuously), the personnel has reported that the pump stopped more than 4 hours before, which is beyond the normal tolerance of 5% variation. The pump did not alarm when the problem occurred. A flow detector was in use. Chronobiology is an important criterion for this type of chemotherapy." There was no indication of any adverse pt effects. No aditional info was available.